Event description:
No additional information. Material#: 20039e, batch#: 23065502. It was reported by the customer that the extension set will not allow to flush or draw from the line immediately out of the package. Verbatim: rcc received a complaint via email. Email(s) attached. Our users are reporting issues with bd product # 20039e. The extension set will not allow you to flush or draw from the line immediately out of the package. We did find that this product was recalled for the same issue in 2021. Please advise. Smartsite extension set: ref: 20039e. Alaris products. Lot#23065502. Response received on 16-oct-2023. Can you please advise the date of event? 10/02/2023. What is the total quantity of extension set(s) affected? I only know of this single recent event but I have had this happen before in the past with the exact same product. Is there sample available to return for evaluation? No. Was there any patient involvement? Caught before being used. If yes, was there any adverse event or serious injury reported? No.

Manufacturer narrative:
Two samples of material number 20039e, lot 23065502 were received for quality evaluation. The customer complaint of fluid blockage could not be verified by testing and inspection. The two samples were first visually inspected for any damaged or defective components. There were no visual issues indicated in the construction. The 20039e extension sets were then connected to a 10 ml syringe, filled with water, at the smartsite connector. A fluid push was attempted on both samples and the fluid moved through the sample without any issues. There were no issues with leakage, air-in-line or occlusion during testing. A device history record review for model 20039e lot number 23065502 was performed. The search showed that a total of 9616066-2023-02130-1 units in 1 lot number was built on 30jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the reported issue could not be determined because the issue could not be replicated.

Event description:
It was reported that bd alaris smartsite extension set was occluded.the following information was received by the initial reporter with the verbatim:our users are reporting issues with bd product # 20039e. The extension set will not allow you to flush or draw from the line immediately out of the package. We did find that this product was recalled for the same issue in 2021. Please advise.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.